Event description:
It was reported that the insulin gauge was inaccurate. Reportedly customer did not perform air removal step in loading process. Blood glucose was not impacted. Reportedly, the customer continued using the existing cartridge for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge.